Manufacturer narrative:
(B)(4). The investigation began with a review of the results of a reproducibility study done at the customer site on all three levels of controls. Values were consistent with package insert claims. The customer stated that there had been no known previous instances of discrepant results and that the assay had demonstrated good reproducibility. The investigation testing protocol assessed the performance of the architect total b-hcg assay (lot 87919jn00) using in-house stored reagent kits to accurately measure b-hcg. Low, medium and high concentration panel samples and quality control samples were tested and met all predefined specifications. Manufacturing and testing documentation were next reviewed and did not identify any adverse trends or performance related issues. Proficiency testing results were next reviewed, which demonstrated the assay's continued passing performance within the surveys' limits of acceptability. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total b-hcg assay package insert (77-4440/r2) contains information to address the customer's current issue. A specific reason for the customer's observation could not be determined. The current investigation and data review has shown that there is no deficiency related to the performance of the architect total b-hcg assay lot 87919jn00 and that all safety, effectiveness and label claims are being met. A product malfunction was not identified.

Event description:
The customer states that a false positive architect total b-hcg assay result of 457.07 miu/ml was generated for the sample of one female patient and reported from the lab. The sample was retested three days later and generated a negative result of less than 1.20 miu/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, (B)(4) that has a similar product distributed in the us, list number 6c21. An investigation is in process. A follow-up report will be submitted when the investigation is complete.